Event description:
Boston scientific received information that an elective change-out procedure was performed. It was noted that this right atrial (ra) lead exhibited high capture thresholds with loss of capture prior to the pocket being opened. The field representative reported that after the pocket was opened the lead was in two pieces. However, the field representative did not see if the physician cut it or if the lead pulled apart. The lead was surgically abandoned and a new ra lead was implanted. It was noted that a portion of the lead would be returned for analysis. There were no adverse patient effects associated with any of the observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspected noted that the lead was fractured. Only the proximal segment was returned and this measured 264 mm. An abrasion was noted at 260-263 mm from the terminal pin, and was likely due to lead to clavicle friction. The portion of the lead that was returned was electrically continuous. Laboratory testing was able to confirm the clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--